Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk was evaluated and replaced. The system software was reloaded. The calibration files were reloaded. The system was tested and found to be working as intended.